Event description:
Embryo transfer mock catheter (cook medical) product number g30399, lot 16740453; echo tip catheter with metal bead tip to enhance visualization on ultrasound is used prior to embryo transfer. This mock catheter has been getting stuck and not being able to be removed from outer catheter. Cook was notified of issue over year ago. Today the metal tip broke off inside the patient's uterine cavity. I was able to retrieve the metal thankfully, but this is unsafe and can lead to further infertility or health risk to patient. Cook again has been notified today of this issue. I think this is a potential serious risk for this product.